Event description:
Customer reported the cic did not sound audible alarms. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.